Event description:
A customer reported a malfunction in their insulin pump with a specific malfunction code displayed, but no notable events occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer experienced this issue multiple times previously but was able to use the current pump as a backup therapy. The technical support team advised the customer on necessary steps and instructions, provided storage mode guidelines, and sent a replacement pump while requesting the return of the problematic device.